Event description:
The patient had generator replacement recently and diagnostics were normal at that time. The patient then presented with low impedance on system diagnostics. The patient had a full system replacement surgery and it was noted that the lead was definitely fractured. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the lead. Abraded openings present in the outer and inner silicone tubing resulted in both lead coils protruding out from the outer and their inner tubing allowing contact between the coils. However, the exact time of when this condition occurred is unknown. No other point of contact was identified in the returned lead portion. Also, a ring coil break was identified on the returned lead, the coil broken ends showed pitting or electro etching conditions and appeared dark. Due to pitting, the coil fracture mechanism could not be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube openings and the cut ends of the returned lead portion. Other than the conditions noted above, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
B5. Corrected data, initial report: inadvertently stated that the suspect product had not been received to date. D6. Corrected data, initial report: inadvertently noted that the device was not available for evaluation. H3. Corrected data, initial report: inadvertently noted that the device was not returned to MFR. H6. Corrected data, initial report: inadvertently used method code b17 although the device had been returned.

Event description:
The generator and lead were received for analysis. Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis has not been completed to date.